Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during implant, after the coring was completed, it took the surgeon multiple attempts to attach the pump to the mini cuff. Implanting surgeon attempted rotating pump and taking it on and off. The surgeon was able to engage the clip and it appeared to be a solid engagement. When the pump was turned on, the patient's filling and systemic pressures were observed as abnormal and perfusion concluded with the surgeon that there was bleeding. Dr. Denino checked the area of the cuff-pump junction and confirmed there was bleeding at the junction. General consensus was suture issue at first, but quickly, it became more apparent that bleeding was originating from between the pump and the cuff. At the time, the pump was observed rotating quite freely and didn¿t seem to be fully engaged at the time when pump was first connected to the mini apical cuff. Pump was stopped to troubleshoot. After a few more attempts, dr. Denino was able to obtain what was heard as a strong clicking sound and what appeared to be the engagement of the locking mechanism. It was reported that the pump was not able to rotate freely and it appeared to be a flush and acceptable engagement between pump locking mechanism and mini apical cuff. The pump was restarted and the patient is stable with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28mar2020. Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. A specific cause for the reported difficulty in engaging the pump to the mini apical cuff could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported intraoperative bleeding between the mini apical cuff and pump could not be determined through this evaluation. It was reported that the surgeon initially had difficulty engaging the mini apical cuff with the cuff lock during implant. After multiple attempts, the engagement appeared to be solid and the pump was turned on. The patient's filling and systemic pressures were observed as abnormal and perfusion concluded with surgeon there was bleeding. The surgeon checked the area of the cuff-pump junction and confirmed there was bleeding at the junction. The observed bleeding was reported to be between the pump and cuff. At this time, the pump was reported to be rotating quite freely and didn¿t seem to be fully engaged. The pump was stopped at this time. Multiple attempts later, a strong clicking sound was heard and what the locking mechanism appeared to be engaged. It was reported that the pump was not able to rotate freely and it appeared to be a flush and acceptable engagement between pump locking mechanism and mini apical cuff. The pump was restarted and there were no further issues. It was reported that the patient was stable during the event. The patient remains ongoing on vad support and no further issues have been reported at this time. Heartmate 3 mini apical cuff kit IFU, rev. E and heartmate 3 lvas IFU, rev. B are currently available. The surgical procedures section of the hm3 mini apical cuff kit IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. The heartmate 3 mini apical cuff kit IFU lists bleeding as an adverse event that may be associated with the use of the mini apical cuff kit. The section titled ¿directions for use¿ explains how to secure the mini apical cuff to the left ventricle and cautions to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The IFU outlines how to check the hemostasis of the anastomosis of the mini apical cuff under the section titled ¿confirming hemostasis¿. This section cautions that it is important to check the hemostasis before installing the pump as it may be difficult to place additional sutures in the mini apical cuff once the pump is installed. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also contains information on blood leak diagnosis. The heartmate 3 lvas IFU warns the user that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.